Event description:
(B)(4). Pelvic pain back pain headaches numbness on left side burning sensation yeast infection strep b never had strep b before essure and doctor said there was a lot of it . Blood work was good all but vitamin d was low lyphnode on left side groin area and one on the left side of my neck on back side of neck